Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feeding set was leaking during the feeding.

Manufacturer narrative:
H 3: evaluation summary: the device history record (DHR) review of the reported possible lot number shows evidence that the product was released according to all established procedures and quality documentation. One sample was received for evaluation. Visual and functional evaluation was performed, and it was found that the line was detached from the pump adapter. The reported condition was confirmed. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.